Event description:
Healthcare professional reported ¿MRI signs of an intracapsular rupture of the left breast implant.¿ ¿there are single cysts, round and ovoid in shape, with clear, even contours, with homogeneous liquid contents, up to 0.45x0.9 cm in size, without perifocal infiltration.¿ and slightly deformed, has clear, slightly wavy contours, and is filled with liquid content¿. This relates to the left side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ crease/folding of implant: not observed. ¿ cyst: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported ¿MRI signs of an intracapsular rupture of the left breast implant.¿ ¿there are single cysts, round and ovoid in shape, with clear, even contours, with homogeneous liquid contents, up to 0.45x0.9 cm in size, without perifocal infiltration.¿ and slightly deformed, has clear, slightly wavy contours, and is filled with liquid content¿. This relates to the left side. The device has been explanted.